Event description:
It was reported that during an endovascular stent graft repair for an abdominal aortic aneurysm (aaa) procedure, a balloon rupture and balloon detachment occurred. The patient presented with a symptomatic aaa, found to be 6.8 cm in size. The patient had suffered an acute myocardial infarction and was hemodynamically unstable. The patient was stabilized and extubated and consented for repair of his aaa. The physician noted that the patient did not have suitable anatomy for conventional endovascular repair due to a very tortuous bilateral iliac arterial system and serious comorbidities, however, a modified endovascular stent graft repair would accommodate the anatomy and prevent rupture. Right and left arterial access was obtained. Ultrasound was used to identify the left common artery; a non-bsc 7f sheath was inserted. A 7f non-bsc sheath was placed in the right femoral artery; a non-bsc guide wire and catheter were advanced into the thoracic aorta. Another non-bsc guide wire was placed to cannulate the abdominal aorta from the left femoral access site. Due to the tortuosity of the left iliac system, multiple maneuvers and devices were required to implant a non-bsc stent graft, however, it did not fully deploy on the right. The stent graft was then post-dilated with a non-bsc balloon. An abdominal aortogram was performed and displayed no evidence of a leak, however, there was slow flow in the left iliac limb. Because of concern for limb occlusion, an 18 x 80 wallstent was implanted in the left external iliac artery. Next, the 16 x 4 xxl balloon catheter was placed for post dilation of the wallstent. Upon the first inflation, the balloon ruptured at 5 atm when inflated for approximately 15 seconds. A non-bsc snare device was used to retrieve the balloon; during retrieval, the tip of the balloon shaft and the distal 90% of the balloon broke off and remained on the guide wire. Under fluoroscopy, both balloon markers were visualized. A non-bsc snare was used to capture one of the balloon catheter fragments, however, the snare broke during this maneuver. Another non-bsc snare was introduced, in attempt to capture the balloon fragments. One balloon catheter fragment was successfully removed, however, a balloon fragment remained in the left iliac artery. Repeated attempts to remove the balloon fragment were unsuccessful. After a significant amount of time, the physician determined that the balloon fragment could not be removed and elected to place a non-bsc stent to secure the balloon fragment. A non-bsc stent was implanted and post-dilated with a non-bsc balloon catheter, however, this balloon ruptured with inflations as it touched the non-bsc stent struts. Another non-bsc balloon catheter was used for post-dilation and good extension of that stent was visualized. Upon deflation of the balloon, however, it was visualized that the stent had collapsed with the presence of a foreign body within the left external iliac artery. Another non-bsc stent was advanced and implanted. Post-deployment, "excellent flow within the left iliac arterial system with rapid transit of contrast into the left common femoral artery" was visualized. Upon completion of the procedure, the left dorsalis pedis pulse was easily palpable, however, the right dorsalis pedis pulse, which was previously palpable, was absent. After 10 minutes of observation, improved perfusion of the right foot was established. The physician ended the procedure at this point and discharged the patient to the intensive care unit for observation. The patient's condition was reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).